Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) that two sets of paddles would intermittently not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The other set of paddles used during the event is being reported under medwatch number 1220908-2007-02036. Zoll medical corporation has not received the product and this complaint is still under investigation.